Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was the patient said they had a colonoscopy on friday and they were unable to turn the device off. The patient said they were getting a message on the handset that said communicator connection lost, retry or end session. The agent had the patient unplug the communicator from the charger and try to connect to the implant. The patient was able to successfully connect. The troubleshooting steps that were taken on the call resolved the issue. The patient said on friday they put the communicator on the skin and were still not able to communicate w/ the ins. Additional information was received from the patient. They reported that the cause of the issue was most likely due to them not getting a wifi signal and potentially too much hospital tech. They noted they tried to connect to the device in a bathroom at the hospital and the issue had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.